Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps alerting 02 low flow & air leak when trying to initiate therapy. Water flow rate (wfr) 0 l/m. 4 size large pads connected. Target temperature (tt) 37c, patient temperature (pt) 38.6c. Walked through stop therapy, drain and disconnect pads. Reconnected user proper technique. Verified audible clicks and all lines straight. Restarted therapy. Device primed to 0 l/m water flow rate (wfr). System diagnostics: t1(outlet monitor temperature) 9.3c, t2(outlet control temperature) 9.4c, inlet temperature(t3) 26.2c, chiller temperature(t4) 3.9c, water flow rate (wfr) 0, inlet pressure (ip) 0, circulation pump command (cpc) 100 percentage, mixing pump command (mpc) 100 percentage, heater 0, water reservoir level (wrl) 5, system hours 2651.4, pump hours 2427.9. Had their stop therapy, empty pads and disconnect. Placed device in manual control at 10c with no pads connected. After a couple of minutes, system diagnostics: t1(outlet monitor temperature) 8.5c, t2(outlet control temperature) 8.6c, inlet temperature(t3) 26.9c, chiller temperature(t4) 5.8c, water flow rate 0, inlet pressure (ip) -0.1 psi, circulation pump command (cpc)100 percentage, mixing pump command (mpc) 0, heater 0. Walked through disabling manual control and advised to send to biomed labeled no flow. Confirmed they did have another device available to swap out to. Sn: (B)(6). Per sample evaluation results received via task on 17sep2024, it was reported that the during decontamination tech noted loss of control panel functions and device not draining from main tank. Tank seals lifted. Circulation pump flowmeter had impeller not spinning well enough for good flow counts.

Event description:
It was reported that the arctic sun device keeps alerting 02 low flow & air leak when trying to initiate therapy. Water flow rate (wfr) 0 l/m. 4 size large pads connected. Target temperature (tt) 37c, patient temperature (pt) 38.6c. Walked through stop therapy, drain and disconnect pads. Reconnected user proper technique. Verified audible clicks and all lines straight. Restarted therapy. Device primed to 0 l/m water flow rate (wfr). System diagnostics: t1(outlet monitor temperature) 9.3c, t2(outlet control temperature) 9.4c, inlet temperature(t3) 26.2c, chiller temperature(t4) 3.9c, water flow rate (wfr) 0, inlet pressure (ip) 0, circulation pump command (cpc) 100 percentage, mixing pump command (mpc) 100 percentage, heater 0, water reservoir level (wrl) 5, system hours 2651.4, pump hours 2427.9. Had their stop therapy, empty pads and disconnect. Placed device in manual control at 10c with no pads connected. After a couple of minutes, system diagnostics: t1(outlet monitor temperature) 8.5c, t2(outlet control temperature) 8.6c, inlet temperature(t3) 26.9c, chiller temperature(t4) 5.8c, water flow rate 0, inlet pressure (ip) -0.1 psi, circulation pump command (cpc)100 percentage, mixing pump command (mpc) 0, heater 0. Walked through disabling manual control and advised to send to biomed labeled no flow. Confirmed they did have another device available to swap out to. Sn (B)(6). Per sample evaluation results received via task on 17sep2024, it was reported that the during decontamination tech noted loss of control panel functions and device not draining from main tank. Tank seals lifted. Circulation pump flowmeter had impeller not spinning well enough for good flow counts.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate cleaning and maintenance. However, there was insufficient information to confirm this potential root cause. The device was evaluated upon receipt. Tank seals lifted. Replaced tank seals. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Servicing the circulation pump corrected the flow alerts. The instructions-for-use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.